Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus,mr,ous 2.50x32mm stent delivery system was returned for analysis. A visual examination of the stent damage. Struts in mid region were lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bloodlike substance was visible on balloon cones. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 25may2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 70% stenosed, eccentric target lesion was located in the highly tortuous and moderately calcified left circumflex artery. A 2.50x32mm promus element plus drug-eluting stent was advanced, but failed to cross the lesion. The device was removed. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed stent damage.